Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: pre-op diagnosis - rectal cancer. The surgeon had some difficulty with joining the stapler to the anvil but tightened gun within the green firing range and removed the safety. Anastomosis was performed and the stapler cut but deployed no staples. Patient status okay. The difficulty resulted in a ileostomy. No reinforcement material used. No unanticipated tissue loss. No unanticipated extension of incision. No unanticipated blood loss. Surgical time was delayed with extension of the hospital stay, possibly with stoma care education. No fragment or device fell into nor was left in the patient. The condition was corrected by lap purstring on distal rectal stump.